Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 80" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed this device was put through extensive testing which included environmental and functional testing. Without duplicating the malfunction, the event battery was not returned for eval as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.